Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product was "sent to pathology" by the hospital and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A surgeon reported plates and unknown screws would have to be removed because "the screws have pulled through the bone." It was reported the plates and unknown screws were removed shortly after thanksgiving. It is reported the screws and plates were not replaced because the fractures were healed enough even after the plates were removed.

Manufacturer narrative:
The product was not returned for evaluation, therefore the product identity could not be confirmed. A picture of the patient's pre-revision x-ray was provided by the distributor and reviewed by the zimmer biomet director of clinical research (dcr). According to dcr, the two upper plates appear to have pulled out of the bone as stated by the surgeon; however it is difficult to determine the exact ribs these plates are on. These were eight-hole plates appearing to have three screws placed on either side of the fracture. It appears that all screws are still locked into the plates and the section of the plate on one side of the fracture has pulled out of the bone. The plates do not appear to be fractured. From the image, it is difficult to determine the screw length relative to the thickness of the rib. The most-likely cause of the implant migration could not be determined from inspecting the x-ray.